Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("underwent a surgical removal of the essure device") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), headache ("headaches"), cystitis ("bladder infections"), weight decreased ("weight loss"), nausea ("nausea,") and urinary tract infection ("urinary tract infections"). The patient was treated with surgery (a surgical removal of the essure device). Essure was removed in 2014. At the time of the report, the medical device removal, headache, cystitis, weight decreased, nausea and urinary tract infection outcome was unknown. The reporter considered cystitis, headache, medical device removal, nausea, urinary tract infection and weight decreased to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.